Manufacturer narrative:
One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the complaint was reviewed by the investigation site. The photo shows a pak label with same product and lot number as reported. The returned sample was found to be visually conforming, therefore damaged tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was visually conforming. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy piece had damage to the tip before surgery. The surgery was completed after replacing the cassette with another cassette. The procedure type was unknown. There was no report of patient harm. Additional information received that the procedure type was posterior vitrectomy and the surgery was completed on the same day. There was no patient contact.